Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient will be having surgery to help resolve their neck pain. No known surgical intervention has occurred to date. No other relevant information has been received to date.